Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported issues with nibp measurement not updating.the device was in clinical use at the time the reported issue was discovered.no adverse event involving a patient or user was reported by the customer.